Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient called and inquired if radiation could damaged their leads. Prior to getting the ins moved to the right side, she said she needed to charger the ins more frequently (twice a week) and after the surgery, he needed to charge it almost everyday. At that time, she was noticing an increase in recharging frequency. They also noticed that the therapeutic benefit was going down. The patient said everything was getting worse and she couldn¿t hold a glass or cook. The patient notified her physician and had an appointment on (B)(6) 2020. She mentioned they are going to do diagnostics before they do a little more surgery because " it wasn¿t exactly right". The surgery was scheduled for october but they want it sooner due their the worsening of symptoms.